Event description:
A customer reported that a system message displayed after the incision was made for a vitrectomy procedure. They tried several times to reboot system, but were unsuccessful. The surgery was aborted with no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).